Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 25oct2018. International UDI # (B)(4). The service engineer (se) inspected the device and replaced the speaker assembly; the device passed all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported by the international customer that the ventilator had a main alarm failure. No patient involvement. The event date was not specified; estimate used.